Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was no longer able to charge and therefor their ipg became inoperable. Troubleshooting was unable to provide resolution. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced with a new model.

Event description:
Follow up revealed that effective therapy was restored post operatively.